Event description:
Several separate defects noted on this product. 1) mis-shaped plunger tip, no seal when drawing up insulin. 2) hub (around needle) cracked on 2 syringes, leaked. 3) warped (curved) syringe barrel. 4) one sealed bag contained only 4 syringes (not 10) 3 of the 4 were damaged/defective.